Manufacturer narrative:
Case under analysis. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: according to the customer it alerted on some alerts. The technicians got the unit on friday at noon. It was on ambient mode and beeped. In addition, the battery is old. No patient harm occurred. Additional clarification: the ventilator was started (B)(6) 2023 15:12:23 in the ventilation software (B)(6) 2023 16:00:06 was switched from standby to niv mode. The unit alarmed for the first time (B)(6) 2023 17:44:34 with "battery low" at 18:31:52 the unit switched to ambient mode. The battery was reported as "old". Several battery low alarms were confirmed but no actions were taken. The device went into ambient mode once the batteries were empty, which it is intended to do. No patient harm occurred.

Event description:
The following was reported to hamiton medical ag: according to the customer it alerted on some alerts. The technicians got the unit on friday at noon. It was on ambient mode and beeped. In addition, the battery is old. No patient harm occurred. Additional clarification: the ventilator was started on 09.02.2023 15:12:23 in the ventilation software 09.02.2023 16:00:06 was switched from standby to niv mode. The unit alarmed for the first time 09.02.2023 17:44:34 with "battery low" at 18:31:52 the unit switched to ambient mode. The battery was reported as "old". Several battery low alarms were confirmed but no actions were taken. The device went into ambient mode once the batteries were empty, which it is intended to do. No patient harm occurred.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be neglecting the alarm of a battery discharge by the operator and to replace the battery in time by pm. In consequence (correction) the service software was upgraded and the battery was replaced. The complainant was additionally recommended to train the hospital and the person in charge for preventive maintenance on not to ignore "battery low" alarms and on how to do proper maintenance. There was no patient or user harm reported. Hamilton medical ag case number is: cer (B)(4).